Event description:
The purchasing agent reported that the hospital received damaged product. The outer packaging was not damaged but there was a distinct odor to the box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. There was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the event was not confirmed as no devices or photographs were provided for review. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation.

Event description:
The purchasing agent reported that the hospital received damaged product. The outer packaging was not damaged but there was a distinct odor to the box.